Event description:
It was reported that the ventricular lead sustained rib clavicle crush damage. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal coil was fractured at 28 cm from the connector pin. The distal and proximal insulations were damaged at 26.6 to 29 cm from connector pin due to rib-clavicle crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.